Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. Recommendation was made to change the cartridge. There was no impact to the customer's blood glucose level.